Event description:
A disposable pipette tip for the ortho summit sample handling system instrument was bent causing the sample to be pipetted incorrectly. An incorrectly pipetted sample/reagent could result in a false negative test result. No death or serious injury was associated with this incident.